Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels could not be confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequences completed on (B)(6) 2018 and (B)(6) 2018. User does not utilize the cgm option of the t:slim g4 pump. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. User also conducts back to back bolus requests within a few minutes of each other. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (26 mg/dl) and the cause was not known. Soda was consumed to address the bg level. Tandem technical support reviewed the pump data and found no information supporting a low bg event. Upon follow-up, the contact confirmed that the customer did not test the bg level when the low bg alert was received. As the events had occurred in the past, troubleshooting to determine a possible cause could not be completed, the contact thought that hormonal changes may be a cause and reportedly, was discussed at the next appointment with a healthcare provider.